Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 24-year-old female patient underwent unspecified breast surgery with 235cc mentor memorygel breast implant and experienced capsular contracture; baker grade ii/iii on her right side postoperatively; diagnosed in the office. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that the patient is hispanic (field a5 has been updated), was involved in a car accident, and experienced both rupture diagnosed via MRI, and capsular contracture; baker grade ii/iii, and date of surgery is scheduled for (B)(6) 2022. Hence, following fields have been updated on this form: - is required intervention has been selected under section b; field b2 - fields d6b for explantation is (B)(6) 2022. - field h6 health effect - impact code ¿device explantation¿ has been added - field h6 type of investigation has been updated to "device not returned" reason for device explant and/or reoperation: right rupture, and capsular contracture; baker grade ii/iii since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 25, 2022, mentor became aware that the surgery date has been moved to (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that the patient experienced right side rupture, not capsular contracture; baker grade ii/iii. Hence, is product problem has been checked under field b1, and codes have been updated accordingly under section h on this form. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
On december 12, 2022, device evaluation was completed. Device evaluation summary: mentor conducted the visual inspection. Visual analysis of the returned sample revealed that the sm mod classic gel, 235cc breast implant had a crease/fold extended from the anterior view to the posterior view. In addition, a rupture was found in the anterior view, measuring approximately 2.5 cm. The evaluation determined that the cause of the rupture is the trauma experienced. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of the gel-filled mammary prosthesis. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 21, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On november 30, 2022, mentor received confirmation that date of bilateral replacement surgery with catalog number 3507215mc; serial number (B)(6) on the right side, and with catalog number 3507235mc; serial number (B)(6) on the left side was (B)(6), 2022. Field d6b has been updated on this form. Manufacturer¿s reference number: (B)(4).